Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of over 600 mg/dl, which was treated with a bolus delivery. Customer had no symptoms of high blood glucose. It was reported that customer had a sinus infection and was on antibiotics and using (B)(6). Customer was taken to the emergency room. Caller was advised to call helpline for assistance. Customer was called back for hospitalization information and customer could not recall details, but reported that wife was able to give details but was not available to speak.